Manufacturer narrative:
Device not returned.

Event description:
It was reported that an asymptomatic patient presented in clinic. The device was found in back-up reset mode. The device was implanted for three years and may have reached a low battery state. Physician will discuss scheduling the patient for device replacement. No further information available.